Event description:
It was reported that the head end legs of the device did not lower (swing out) leading to the device being dropped with the patient on it. The patient sustained a laceration to the head, and the emt received bruises on the knees. No medical intervention was reported.

Manufacturer narrative:
The customer would not provide any further details regarding the alleged event and declined an evaluation of the device. It is unknown if the device met specifications as the device was not evaluated by a stryker representative and no further details were provided by the customer identifying if this event was due to a product malfunction or use error. The device was not available

Event description:
It was reported that the head end legs of the device did not lower (swing out) leading to the device being dropped with the patient on it. The patient sustained a laceration to the head, and the emt received bruises on the knees. No medical intervention was reported.

Manufacturer narrative:
Supplemental submitted to include UDI. The device was not available.

Event description:
It was reported that the head end legs of the device did not lower (swing out) leading to the device being dropped with the patient on it. The patient sustained a laceration to the head, and the emt received bruises on the knees. No medical intervention was reported.